Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the fluid path were observed that could have contributed to the reported infusion site infection and swelling. The exact cause of the reported infusion site infection and swelling could not be determined.

Event description:
It was reported that the patient went to urgent care and was diagnosed with a skin infection, identified as a staph infection. The patient¿s blood glucose (bg) values reached 424 mg/dl. The patient stated the area was red, hot, very painful, and swollen. For treatment, the area was cut open, drained, and antibiotics were prescribed. The patient is taking doxycycline and keflex. The pod was worn on the arm for longer than 48 hours. The patient was discharged after 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.